Manufacturer narrative:
No conclusions can be made. The information provided is limited and additional information has been requested. No lot number was provided, and review of the manufacturing records is not possible. The surgeon performing the revision procedure noted the patient had a chronic inflammatory response. Doctor told the patient the squamous lesion was in the space where the phasix mesh had once occupied and did not feel it was related to the device.

Event description:
As reported a patient had a persistent seroma requiring ongoing wound care including wound vac placement, with no improvement. Surgeon suspected necrotic changes and abscess and recommended exploratory surgery. During this procedure, the surgeon excised a 7cm lesion that occupied the space where the phasix had been placed. The pathology report indicated a squamous lesion. The patient, mid 60¿s very obese (although said to be losing weight) male underwent a laparotomy for diverticulitis 5-6 years ago. He developed and incisional hernia and was repaired by another surgeon using two bd mesh, a ventralex st against the bowel and phasix onlay for anterior compartment separation. No previous history of cancer. Patient had persistent seroma requiring ongoing wound care including kci vac wound healing, with no improvement. Doctor reported the patient sought his care after failed treatment. Doctor started to suspect necrotic changes and abscess and recommended exploratory surgery. This is when doctor discovered and excised a 7cm lesion that occupied the space where the phasix had been placed. The pathology report indicated a squamous lesion although an actual tumor had not been suspected on repeated CT scan and images. Doctor noted a chronic inflammatory response. Doctor told the patient the squamous lesion was in the place where the phasix mesh had been and that he did not feel it was related, but just in the space it had once occupied.